Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient underwent an ipg revision wherein the ipg was replaced and the battery site was moved as the current site was not healing properly. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg revision wherein the ipg was replaced and the battery site was moved as the current site was not healing properly. The patient was doing well postoperatively.